Event description:
A caller reported experiencing repeated occlusion alarms, including alarm 2 and alarm 26, with a significant impact on their blood glucose level, which exceeded 500 mg/dl and displayed as "high" on their glucose meter. To address this issue, the customer administered a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin therapy. There was no need for assistance from a third party, and the technical support team was tasked with completing a pump system check to resolve the problem.